Manufacturer narrative:
A functional test was performed on the disassembled screw (after re-assembling it). Test included pedicle screw insertion into a bone model (rigid polyurethane foam) using carboclear screwdriver (following proper tapping). Screw was successfully inserted and locked. In addition, screw polyaxiality was examined and found in order. (Testing of the second screw, which was damaged during its extraction, was not feasible). Examination of the production records of the involved items indicated they were manufactured according to specification. According to the complaint description, it is possible that the pedicle screws were not tightly connected to the screwdriver prior to their insertion (as instructed in the system surgical technique).

Event description:
During a surgery in (B)(6), two pedicle screws disassembled while being inserted to l1 vertebra. Screws were removed and another screw was used. (Date of event is estimated according to the information provided in the complaint report).